Manufacturer narrative:
Follow-up #1; date of submission: 08/20/2015. Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/27/2015 with the following findings: several 'loss of prime' warnings, which were due to non-zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed: the reported issue was not duplicated. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump successfully performed the prime sequence and bolus functions. The pump case was removed, and no evidence of internal damage or defect was found. The pump passed a force sensor resistance check. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked from the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime warning¿ occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.